Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "size exchange" and "cosmetic dissatisfaction with size". Healthcare professional later reported right side capsular contracture, baker grade "iii". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: unsatisfactory result: unable to observe since it is not related to the device. Capsular contracture unable to observe since it is not related to the device. No additional observations are performed no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "size exchange" and "cosmetic dissatisfaction with size". Healthcare professional later reported right side capsular contracture, baker grade "iii". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/03/2024.

Event description:
Healthcare professional reported right side "size exchange" and "cosmetic dissatisfaction with size". Healthcare professional later reported right side capsular contracture, baker grade "iii". Device has been explanted.